Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported therapy issues since (B)(6) of this year. Patient stated that when they turn on stim, they experience a sensation like pinching or biting. Patient mentioned they were advised by their doctor to contact the manufacturer to request for a manufacturer representative (rep) to reprogram and interrogate the implanted device. Patient added that the implant was nearly 9 years old and might need replacement. Agent reviewed rep's role and provided national answering service number for hcp office to call. Email sent to field rep for visibility. Agent redirected patient to hcp.